Event description:
The customer reported that an 840 ventilator was inoperable while in use on a pt. The pt was not harmed or injured as a result of the event. Covidien was not authorized to repair the unit. The customer inspected the device and could not duplicate the reported failure. The customer reported to have conducted final testing.